Event description:
Customer reported unexpected negative reactions on the galileo using capture-r ready ID (crrid), on a patient sample that tested positive for antibody screen.

Manufacturer narrative:
Reactivity of the e antigen was confired on retention crrid lot ID 103. The customer did not return product or sample. It is not possible to rule out the sample as a cause of the event.